Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no damage to the forceps channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 2. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the appearance of the operation unit. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and check visually and by hand that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device forceps channel. The customer's originally reported issues were confirmed. The following additional findings were also noted: assorted dents, peeled and cloudy adhesive, light guide bundle slipping, dots on water detection sticker are smudged and connected, wear of the angle wire causing the bending angle in the up direction to not meet the standard value, loss of water tightness due to pinhole on the instrument channel, residual liquid or foreign material coming out of instrument channel, and inability to insert devices or cleaning tools into the instrument channel due to instrument channel deformation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the insertion tube of their gastrointestinal videoscope was buckling and their angulation control knob felt as if it were out of specification. Upon inspection and testing of the returned unit, foreign matter was discovered to have come out of the forceps channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.